Event description:
It was reported that the patient was experiencing inadequate pain relief. Imaging confirmed that the leads migrated. The patient was also experiencing implantable pulse generator (ipg) charging difficulties. The patient underwent a lead and ipg replacement procedure and was doing well postoperatively. The explanted device components will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 14933250. UDI: (B)(4). Product family: scs-ipg-r. Upn: m365sc11320. Model: sc-1132. Serial: (B)(6). Batch: 16194457. UDI: (B)(4).